Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had decreased vision and stated that lens becomes gray. The surgeon suggested to replace the iol as per new investigation findings. Additional information received from the physician stated that, patient had loss of visual acuity, reduced vision, iol opacity. The physician possibly further loss of visual acuity without iol exchange. Additional information received and stated that the patient was not hospitalized for the event and there was no patient harm. Pre-op measurements: (B)(6) 2022: od 0,80 / os 0,40 without correction. Od 1,0 / os 0,80 with correction. Post-operative measurements (B)(6) 2023: od 0,40 / os without correction. Od 0,63 / os with correction.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).